Event description:
It was reported that this was a venous closure of a common femoral vein using the pre-close technique via a 16.8f sheath hole prior to a pulsed field ablation [pfa] procedure. Reportedly, the rail suture broke during pulling the suture to get tension. The suture was long enough to use. The suture of another prostyle device was successfully pre-placed. The ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. Tissue tract oozing was observed with manual compression applied for two minutes for oozing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based on the information provided, a definitive cause for the reported suture separation could not be determined. Factors that may contribute to suture separation include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/nick damage. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: primary UDI number: a partial UDI was provided as the lot number is not known.